Manufacturer narrative:
Integra has completed their internal investigation on 02/01/2016. Failure analysis not possible since the product was not returned. No DHR review was possible because neither lot number nor product was returned. No trend could be determined. No root cause analysis was possible since no product was returned.

Event description:
It was reported that the probe was working perfectly until it was disconnected during a medical examination of the patient. The patient was coming back from medical examination and the probe was reconnected to the monitor but the value read zero. The physician tried to take off the smart card and insert it again but it still read zero. They changed the first monitor to another one and to a third one (new generation) but it still read zero. The physician decided to implant another licox probe which permitted to have the value. The lot of the probe was not noticed and the probe was not kept to be evaluated. Linked to mfg report numbers: 9617494-2015-00029, 9617494-2015-00031, 9617494-2015-00032.